Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and no battery alarm. The customer¿s blood glucose level was more than 438 mg/dl at the time of the incident. The customer stated during the week she changed the battery and she received a no battery alarm. The customer reported that the pump has a crack where the battery compartment is located. Customer reported that while trying to remove the battery cap the pump cracked around the top. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days. Unit received with all operating currents within spec and passed error test and displacement test. No unexpected no battery alarm anomalies noted.pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.